Manufacturer narrative:
Concomitant products: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: extension. Product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: extension. Product ID: 97702, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
Information from a healthcare provider (via a manufacturer representative) reported that there an intermittent electrode fault that occurred during a procedure on the day of the report. During impedance testing, the electrodes were reported as >10,000 ohms. On the table, diagnostics showed faults on a lead and extension combination and then not on a different lead. The impedance would be greater than 10 ,000 ohms and then when it was tested again, all was ok. An intermittent fracture was speculated. As it was difficult to assess where the intermittent fracture occurred, it was decided that the whole system would be replaced. The battery was replaced "only due to being close to end of life on high demand primary cell system". The issue was not resolved at the time of the report. The patient was alive with no injury it was probably not an implantable pulse generator (ipg) issue, but all components were requested to be assessed to determine where the fault was. A follow-up report will be sent should additional information be received.